Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar canal stenosis (lcs) involved in the reported event. Levels implanted- l3/4. It was reported that intra-operatively, cage was damaged. Product was used correctly according to the directions given in the IFU/labeling. Cage broke and no broken fragments left in the patient's body. Delay was less than 60 minutes. No health damage in the patient was reported. On (B)(6) 2021, received updated information that the reported cage was damaged when it was inserted using cat # js1500202 and js1500204. It was said that the caudal end plate of the vertebral body had been hollowed and floated. Therefore, opened a cage of the same size and changed the inserter for dealing with it.